Manufacturer narrative:
Age at time of event - over the age of 18 years old. (B)(6).

Event description:
It was reported that a coil protrusion occurred during withdrawal. Vascular access was obtained via the right internal iliac artery. The target lesion is located in the left internal iliac artery. A non bsc catheter was engaged in the left internal iliac artery from the right femoral and 5 coils were implanted without issue. Then a 15mm x 40 cm interlock - 35 was selected and during insertion, resistance was felt and the coil became got stuck within the catheter. Attempts to pull the coil completely back into the catheter were attempted; however, part of the coil remained protruding from the catheter tip at the time of removal from the patient. It was also reported that during the start of the procedure flushing of the device was not performed. It was suspected that thrombus occurred inside the non bsc catheter. The procedure was completed with additional coils. The patient is good post-procedure.

Event description:
It was reported that a coil protrusion occurred during withdrawal. Vascular access was obtained via the right internal iliac artery. The target lesion is located in the left internal iliac artery. A non bsc catheter was engaged in the left internal iliac artery from the right femoral and 5 coils were implanted without issue. Then a 15mm x 40 cm interlock - 35 was selected and during insertion, resistance was felt and the coil became got stuck within the catheter. Attempts to pull the coil completely back into the catheter were attempted; however, part of the coil remained protruding from the catheter tip at the time of removal from the patient. It was also reported that during the start of the procedure flushing of the device was not performed. It was suspected that thrombus occurred inside the non bsc catheter. The procedure was completed with additional coils. The patient is good post-procedure.

Manufacturer narrative:
Age at time of event - over the age of 18 years old. Initial reporter city - (B)(6). Initial reporter state - (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A coil and an catheter labeled as merit 65 5f .038 were returned for this complaint. The coil and delivery wire arms were not interlocked within introducer sheath as the coil was returned within the merit 65 5f .038 catheter and the delivery wire was not returned. Residues of blood were noted within the merit 65 5f .038 catheter and coil fiber bundles. The introducer sheath was not returned. The delivery wire was not returned. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The coil was returned unraveled, stretched and kinked near the interlocking arm end. Microscopic inspection of the coil was performed and observed that the zap tip has a smooth surface. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. Dimensional inspection of the coil that could be measure was performed and were within specifications aside from a missing distal fiber bundle.